Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise and low pacing impedance. Programming changes had been previously made to address lead noise, but no further changes were made to address new instances. The patient was stable and asymptomatic.